Manufacturer narrative:
The laser was serviced at the facility. Mfrs service engineer confirmed errors had occurred. However the service engineer was unable to reproduce the event. Further testing performed by service engineer found no anomalies with the functionality of the laser. The service repair was completed and the laser was released for use.

Event description:
It was reported that during a procedure the laser system displayed errors indicative of a system malfunction. The laser system errors were unable to be cleared by the user. The system was no longer able to be utilized, and the procedure was aborted. Customer stated the procedure will be rescheduled; date not specified. There was no report of a pt injury; however the MFR is filing this as surgical intervention due to the pt requiring an add'l procedure as a result of the incompletion of the case.